Event description:
Loss of muscle control in right arm, hand, leg. Inability to walk, write, or do anything that requires any strength. Pain in joints of fingers, elbows, shoulder, knees, hips. Stiffness in joints. Devices explanted for illness reasons.